Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 500 mg/dl when paramedics arrived. Customer stated that she was unable to program the insulin pump. Nothing further was reported.